Event description:
It was reported by a medtronic sales rep that a patient suffered laryngeal nerve paralysis during a thyroid procedure in which the nim 3.0 system was being used. The customer has not alleged any malfunction or failure of the device. Several attempts have been made to gather additional information regarding the event with no response received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 8253200 - patient interface, response 3.0; manufacture date ¿ march 29, 2010; serial number ¿ (B)(4); lot number ¿ 66888400; 510k clearance - k083124. (B)(4). The device has not been returned. Therefore, an analysis of the device cannot be performed. Method: no testing methods performed. (B)(4). Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.